Event description:
A user facility reported that the airway tube on an lma broke during pt use. The mask was removed without any pt injury or problem. The user facility has been requested to return the lma to the MFR for eval.